Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging an issue related to a CPAP device's sound abatement foam. Patient alleged that having pain in the back and front of the thorax most of the time, short of breath because of the pain, left cheek is swollen, bad headache.there was no report of patient harm or injury. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting an updated report at this time. If pertinent information becomes available to the manufacturer at a later date, a follow-up report will be filed. Section h6 updated in this report.

Manufacturer narrative:
The model number, catalog number, serial number, and primary unique device identifier in section d4 and h4 have been updated in this report.

Event description:
The manufacturer received a voluntary medwatch (mw5104938) in which it was alleged that having pain in the back and front of the thorax most of the time,short of breath because of the pain, left cheek is swollen, bad headache. There was no report of serious or permanent patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.